Manufacturer narrative:
Complaint conclusion: it was reported that during a shunt percutaneous transluminal angioplasty (pta), the saber 5mm10cm 90 pta balloon catheter was delivered to the lesion and inflated at six atmospheres (6 atm) for 30 seconds at its initial inflation. It was inflated again at 12 atm to remove an indentation, but the balloon ruptured after 5 seconds. The device was replaced with a new saber pta and inflated at 12 atm. The procedure finished successfully. There was no reported patient injury. The target lesion was the brachial vein. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. There was no difficulty in removing the product from the hoop. There was no difficulty in removing the protective balloon cover. There was no difficulty in removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. No additional information is available. The device was not returned for analysis. A device history record (DHR) review of lot 17061539 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification/resistance lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
It was reported that during a shunt percutaneous transluminal angioplasty (pta), the saber 5mm10cm 90 pta balloon catheter was delivered to the lesion and inflated at 6 atmospheres (atm) for 30 seconds at its initial inflation. It was inflated again at 12 atm to remove an indentation, but the balloon ruptured after 5 seconds. There was no difficulty in removing the product from the hoop. There was no difficulty in removing the protective balloon cover. There was no difficulty in removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. The device was replaced with a new saber pta and inflated at 12 atm. The procedure finished successfully. There was no reported patient injury.  The product was clinically used and it will not be returned for analysis. The target lesion was the brachial vein. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. No additional information is available.